Event description:
It was reported to philips that the system did not power up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. As the system was not starting up, the rse suspected issue with the suite pc. Subsequently, a field service engineer (fse) inspected the system on-site as part of troubleshooting and identified a hard disk drive (hdd) hardware errors in the x-ray pc. To address this issue, the fse replaced the x-ray pc and proactively replaced the suite pc. Fse there after completed the software installation successfully. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.